Manufacturer narrative:
(B)(4): it was reported that the home patient (hp) experienced peritonitis manifested by generalized intermittent colicky abdominal pain. During the examination, the patient¿s abdomen was not tender, no guarding and no rebound tenderness. However, the patient¿s abdomen was tense and distended and bowel sounded sluggish. Upon re-examination, there was no per rectal bleed or melena and had empty rectum. On an unreported date, the patient started treatment with cefazolin and gentamycin (routes, doses and frequencies not reported) for peritonitis. At the time of this report, the patient was recovering from peritonitis. No additional information is available.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The patient treatment was not reported. The cause of the peritonitis was not reported. It was not reported if the patient was recovering or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.